Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/04/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2014 with the following findings:a review of the pump¿s black box history showed that multiple power reboots were recorded on 05/10/2014 and 05/11/2014. The returned battery cap was not able to maintain an electrical connection and was not able to be secured appropriately to the pump. The battery cap threads were found to be damaged. A test battery cap was used to complete all testing but was not able to be fully secured to the pump. Visual inspection of the pump revealed that the battery compartment was cracked from the threads to the case seal. During testing, the pump performed the rewind, load, and prime steps with no power reboots, power losses, or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.